Manufacturer narrative:
The device delivery system was received with no foam collar between plunger and hub, and the tension spring components are still inside deployment tube. The complaint for deployment failure is confirmed. Other observations are one of the crimp springs is jammed into the seal with the plunger fully depressed. A lhr review cannot be performed because the lot number was not provided by the hospital.

Event description:
The hospital returned a heartstring seal under an existing incident. Follow up attempts did not yield any information regarding the failure mode, or how the procedure was completed. No patient effect was reported by the hospital. The device was received in 2007, and it was noticed that the seal attempted to deploy. Unable to deploy is a reportable malfunction.